Manufacturer narrative:
A diamondback 360 coronary orbital atherectomy device was returned to csi for analysis with a viperwire advance flextip guide wire. Visual examination confirmed the driveshaft fracture at the proximal side of the crown. The guide wire was returned engaged in the fractured distal driveshaft section. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. Excessive flexing near the crown due to spinning in excessive tortuosity or resistance can push the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the guide wire lot number could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Using a diamondback 360 coronary orbital atherectomy device (oad) with a viperwire advance flextip guide wire, six treatments were performed on low speed on a proximal lesion in the right coronary artery (rca). When the oad was advanced through a calcified, tortuous vessel toward the distal lesion, the oad jumped which resulted in a dissection. The oad became stuck. Using force, the oad and viperwire were removed from the patient. Once the oad was ex vivo, the tip of the oad was observed to have fractured proximal to the crown and was attached to the viperwire. The vessel was then rewired. A covered stent was placed as the site of the dissection. Balloon angioplasty was performed, followed by the placement of four drug eluting stents. Following the procedure, the patient experienced chest pain, but was stable.